Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 occurred. The customer's blood glucose level was not impacted. The contact indicated that the supplies would be changed and that insulin delivery would be resumed.